Event description:
It was reported that during preparation for ICD change-out due to normal eri externalized conductors were detected under fluoroscopy on the riata lead. Increasing lead impedance was also observed. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).